Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction: describe event or problem, PMA / 510(k)#. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause for the reported over infusion was not identified. No logs were returned, and no testing could be performed due to no devices being returned for investigation. The event was reported to have occurred on 06 march 2025. The event time was around 6:30 pm. Laboratory testing was not able to be performed due to no devices being returned for investigation. On 06 march 2025 at 1:19:29 pm, using guardrails drugs the user programmed an infusion with a rate = 0.18 ml/hr and a diluent volume = 3 ml. At 6:13:45 pm the infusion was completed. The alaris system user manual v12.3.1 notes that to decrease potential startup delays, delivery inaccuracies, and delayed generation of occlusion alarms each time a new syringe is loaded use smallest syringe size possible (for example, if infusing 2.3 ml of fluid, use a 3 ml syringe) program the flow rate equal to or above the minimum recommended flow rate for the syringe (see bd alaris syringe module flow rate and bolus volume by syringe size on page 588) a review of the bd alaris user manual v12.3.1 showed a warning indicating that if an error is made when entering drug amount or diluent volume, it may result in an over or under infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported over infusion was not identified during a review of the all infusion detail report. No logs were returned, and no testing could be performed due to no devices being returned for investigation.

Event description:
It was reported that an infusion via syringe pump was completed in four (4) hours, but it should have lasted for 16 hours. The event occurred in a neonatal intensive care unit (nicu). There was patient involvement but no harm. Bd received additional information from bd insight consultant. The information from infusion knowledge portal report was reviewed, which shows that the event occurred on 06 march 2025 and discovered around 1830. The medication was dexmedetomidine in 3ml syringe; ordered rate: 1.2mcg/kg/hr. (0.18ml/hr.).

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an infusion via syringe pump was completed in four (4) hours, but it should have lasted for 16 hours. The event occurred in a neonatal intensive care unit (nicu). There was patient involvement, but the outcome is unknown. Bd received additional information from bd insight consultant. The information from infusion knowledge portal report was reviewed, which shows that the event occurred on 06 march 2025 and discovered around 1830. The medication was dexmedetomidine in 3ml syringe; ordered rate: 1.2mcg/kg/hr. (0.18ml/hr.).